Event description:
A g2 filter was placed in the vena cava in 2008. The physician requested filter removal. The tip of the filter was embedded in the wall of the vena cava. During attempts at snaring with a gooseneck snare from the groin through a 6f access, the marker at the end of the snare became dislodged. The sheath was upsized around the snare and a second snare was used to grasp the first snare. Both were retrieved and all parts were removed.